Manufacturer narrative:
Correction: component code update.

Event description:
Related manufacturer report number: 2017865-2025-14519 and 2017865-2025-14521. It was reported following implant procedure that the patient went into respiratory distress. Patient became acidotic, heart rate slowed, and eventually the patient arrythmia went into torsades de pointes. Anesthesiologist was unable to restore normal respiratory function and the patient passed away.